Manufacturer narrative:
(B)(4). Results: eval of the returned product found that the alarm powers on but there is no alarm tone when pressure is removed from the pad. The fail safe, tone selector and the low battery indicator functions are not working. Further investigation shows that the transformer was not functioning and when a good transformer was attached to the pcb board the sound works. (B)(4).

Event description:
The customer did not specify the reason for the return of the product. There was no pt incident or injury reported. More info received from the product eval shows the alarm powers on but has no alarm tone when pressure is removed from the pad. The fail safe, tone selector and the low battery indicator is not working.